Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device was unable to confirm the reported event. The returned handle was functionally tested with a depuy retained broach and assembled/disassemble and held the broach firmly. The overall condition of the handle suggests heavy usage. A complaint database identified similar reports against the provided product code that were attributed to product wear out. The root cause is attributed to heavy usage/wear out due to the overall condition of the returned device and the length of time in service. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The straight broach handle has a poor locking mechanism when mating with the broach. The switch from licking mechanism is loose.

Manufacturer narrative:
Complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.